Event description:
On 11/10/1997 at 3:00 p.m., the dr had difficulty inserting the iab into the pt without a sheath. The iab was inserted with a sheath and the iab was removed on 11/10/1997 at 11:30 p.m. After iabp for 8 1/2 hours. On 1/16/1998, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 1/7/1998) (pt's current status: discharged-rpt'd 1/7/1998.)